Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the display screen was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 08/13/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display lens film was found to be scratched. The film was removed and there was no damage visible to the display lens. The reported damaged display lens could not be verified during testing.